Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The insulin pump will not be returned for analysis. The customer reported via phone call that the insulin pump had cosmetic damage. Customer blood glucose level was unknown at time of incident. Customer stated that the rainbow effect in the sunlight which makes it hard to read and also the battery cap stuck and get difficult to stay in. Customer also reported priming occurs and it has to rewind more than once or sometimes three to four times. Customer decline for troubleshooting. The insulin pump will not be returned for analysis.